Manufacturer narrative:
(B)(4). Date sent: 10/21/2020 investigation summary the analysis found that one psee45a device was returned with no apparent damage and with one gst45b reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to how the firing switch actuator become damaged. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, surgeon used blue reload on third firing on stomach. The 60mm staple line was fully deployed to tissue. Staple line was excellent but when motor reached distal tip of jaws, it returned about half the way, therefore the stapler locked itself out and jaws would not open. Surgeon used black reverse switch which wouldn't work. Surgeon used manual override, he cranked on manual override 2-3 times, and he went back to open jaws but jaws would not open. He pulled on override again and the jaws opened up. The staple line integrity was excellent, and they pulled out a new stapler to complete case. There were no patient complications.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2021. This medwatch being resubmitted due to system error. Original submission: ack3: this submission has been sent to the production system and has been processed by the FDA. See attached user facility mw#: (B)(4).